Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump over delivered insulin to the customer. Additionally, it was reported that intermittent malfunction alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. No additional information was provided. Customer declined troubleshooting with tandem technical support and declined to provide further information.